Event description:
On (B)(6) 2014, the pump programming was changed from simple continuous to flex delivery at 1100 mcg/day; it was bolusing 75 mcg 4 times per day plus the additional running as the basal rate. That night the patient had diarrhea and couldn¿t settle down in the night. Wednesday morning he was okay. Mid-morning to afternoon, he started to get very sleepy. At about 1-2 pm his blood pressure dropped to 80 something over 30 something. They called the emt (emergency medical technician) and they came and checked his blood sugar and it was 56. The patient had a questionable uti (urinary tract infection) and was admitted to the hospital that day. The pump was not interrogated. The hospital did an eeg (electroencephalogram), blood work, secondary urinalysis, watched his blood pressure/sugar, and did a corticosteroid test to see if the baclofen was affecting his hormones. The patient went home (B)(6) 2014) afternoon. On the date of this report, at 1pm the patient was sleepy again and couldn¿t be aroused. The patient was currently in the ER (emergency room). It was later reported that the patient was seen in the ER and the pump was adjusted. The device system was delivering 2000 mcg/ml baclofen. The outcome of the event was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8711, lot # n160642004, implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
Additional information later received reported the cause of the symptoms was a change in seizure medication, decreased blood sugar and lethargy. Intervention was intravenous (IV) fluids with dextrose. The issue has been resolved. The patient recovered without permanent impairment.